Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation. This is the third of three complaints associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10h19092 and h10g20019 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2010, global product survelliance(gps) contacted a nurse(rn) at the home patient's(hp) dialysis center due to the caregiver's report of a past infection. The rn stated that the hp had a diagnosis (B)(6) 2010 of bacterial peritonitis but was not hospitalized. The hp was treated with vancomycin 3 gm intraperitoneally(ip) for 3 weeks. The hp started continuous ambulatory peritoneal dialysis(capd) (B)(6) 2005, and changed to automated with the homechoice(hc) at night in (B)(6) 2006. The rn did not give a causality statement, but added that there are dogs and cats in the home. The hp's wife cares for him, setting up, connecting and disconnecting him from the hc. The rn stated that none of the baxter products are suspect. The hp was completely recovered at the time of this report.